Event description:
It was reported that this lead had a revision performed because of high impedance and a possible fracture. The lead was replaced. During dft testing an electrical reset occurred and wireless telemetry was lost. When the electrical reset occurred the patient was externally rescued and the physician replaced the device. The new device initially showed high impedance but was relocated in the pocket and the impedance was then fine. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The full lead was returned and analyzed. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Concomitant medical products: product ID: d314vrg, implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013; 6996sq, implantable tachy lead, implanted: (B)(6) 2013. (B)(4).